Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as the tip and helix of the lead were intact and appeared undamaged. Resistance testing determined the lead was electrically continuous and mechanical test determined there were no abnormalities in the lead's body.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have dislodged and perforated the heart wall leading to loss of capture. A chest x-ray and an echocardiogram were performed. However, the lead dislodgment and perforation were confirmed via fluoroscopy. As result, a surgical revision was performed in which the rv lead was extracted and a new lead was implanted without issues. No additional adverse patient effects were reported.